Event description:
It was reported both of the patient's leads (from the same lot) were explanted and replaced (with a single lead/different model) due to poor coverage. Both leads were cut upon removal. The replacement lead resolved the patient's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.